Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). While performing a percutaneous coronary intervention, a non-bsc wire was used to deliver the guidezilla; however, upon removal, the shaft broke in half. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood inside of the lumen. Microscopic examination presented numerous kinks to the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). While performing a percutaneous coronary intervention, a non-bsc wire was used to deliver the guidezilla; however upon removal, the shaft broke in half. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.